Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was dropped and battery acid leak. Customer broken ring. Customer stated pump got hit by rock. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned device for an alleged corroded battery tube (battery leakage) and broken device after hitting a rock found on (B)(6)2022. The device was received with a corroded battery tube and a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download the trace and history files utilizing thump to a blank display. The device was cut open to perform a visual inspection. Heavy corrosion, moisture damage, and rust were found on the electronic assembly (electrical boards), vibrate harness assembly, keypad flex cable, motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (electrical boards). A test p-cap does not lock into place inside the reservoir compartment properly due to reservoir tube damage and missing retainer. The following were noted during physical inspection: missing retainer, partially broken reservoir tube lip, missing reservoir tube o-ring, corroded battery tube, scratched case, pillowing keypad overlay, stained keypad overlay, stained serial number label, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Blank display is confirmed due to moisture damage. Download difficulty is due to the blank display. Missing retainer, partially broken reservoir tube lip, crack on the battery compartment, cracked battery tube threads, and missing reservoir tube o-ring are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.